Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient had a wound at the site of the flange. The patient was said to have a normal albumin which was at 3.7 and had sepsis which has been treated during hospitalization. Support arm was in use, but patient was difficult to sedate and thrashed around a lot. The dressing was not found. The patient had an extubation.